Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures. The customer's blood glucose level was unknown. The customer stated that the insulin pump also had software error detected. The customer stated that they were able to complete insulin pump rewind. The customer assisted with troubleshooting and self test did not passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm or failed battery test alarm noted during testing. The vibrator motor functioned properly. Pump error 63 alarm confirmed in the pump history due to broken trace on keypad assembly. Pump error 53 alarm found in the pump history due to software error.